Event description:
On 20/feb/2023, this peritoneal dialysis (pd) patient on the liberty select cycler reported to fresenius he underwent hernia surgery. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was diagnosed with a right-sided inguinal hernia in (B)(6) 2023 (exact date unknown) due to unknown etiology. It was reported the patient¿s hernia was more than likely attributed to overexertion at work as the patient is employed by a grocery store and he is required to lift heavy boxes; however, this could not be confirmed. The patient¿s pd prescription remained unchanged throughout this event. It was affirmed the patient did not experience any adverse symptoms and pd therapy did not exacerbate the size or severity of his hernia. The patient underwent an outpatient hernia repair procedure on (B)(6) 2023 that successfully repaired the hernia. The patient recovered from this event as he remains asymptomatic. It was confirmed the patient¿s hernia was more than likely unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains on ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023, this peritoneal dialysis (pd) patient on the liberty select cycler reported to fresenius he underwent hernia surgery. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was diagnosed with a right-sided inguinal hernia in mid-(B)(6) 2023 (exact date unknown) due to unknown etiology. It was reported the patient¿s hernia was more than likely attributed to overexertion at work as the patient is employed by a grocery store and he is required to lift heavy boxes; however, this could not be confirmed. The patient¿s pd prescription remained unchanged throughout this event. It was affirmed the patient did not experience any adverse symptoms and pd therapy did not exacerbate the size or severity of his hernia. The patient underwent an outpatient hernia repair procedure on (B)(6) 2023 that successfully repaired the hernia. The patient recovered from this event as he remains asymptomatic. It was confirmed the patient¿s hernia was more than likely unrelated to pd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient remains on ccpd therapy on the same liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of this patient¿s hernia. It is well established those patients undergoing pd therapy are at high risk for mechanical complication due to hernias of any etiology and may be safely repaired to continue successful pd therapy. The cause of this patient¿s hernia cannot be determined; however, it was confirmed by a medical professional the patient¿s hernia was not due to a deficiency or malfunction of any fresenius product(s) or device(s). This is further supported by multiple studies that have found no positive correlation between increased volumetric pressure during pd therapy and hernia formation. Therefore, the liberty select cycler can be excluded as a root cause of this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.